Manufacturer narrative:
F1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). Updated fields: h6 - impact codes: updated from f1901 to f19 to better reflect the intervention performed. H6 - evaluation method codes, evaluation conclusion codes.

Event description:
It was reported that balloon rupture occurred requiring additional intervention. The target lesion was located in the arteriovenous fistula. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon ruptured and could not be removed. The blood vessel was incised to remove the balloon completely. There were no further patient complications as a result of this event. It was further reported that there was no part of the balloon separated or detached when it ruptured.

Manufacturer narrative:
F1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred requiring additional intervention. The target lesion was located in the arteriovenous fistula. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon ruptured and could not be removed. The blood vessel was incised to remove the balloon completely. There were no further patient complications as a result of this event.